Event description:
During an lithectomy procedure, the physician used a wilson-cook web ii memory double lumen extraction basket. The extraction basket was advanced through the endoscope. When extension of the basket was attempted, resistance was encountered. The use applied excessive pressure to the handle assembly. At this time, the inner drive was punctured the outer sheath near the proximal end of the device. No injury to the user or the pt was reported.